Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023, a buried bumper was suspected due to difficulty in the inward mobilization of the peg tube during a remote visit. Additional information received on 27 apr 2024 from the consumer who reported that during an endoscopic tubing replacement on (B)(6) 2024, buried bumper was confirmed. The peg tube was completely removed and a new peg was positioned for nutrition. Duodopa therapy was suspended.